Event description:
It was reported that during a da vinci s hysterectomy with bilateral salpingo-oophorectomy procedure the permanent cautery hook instrument reportedly would not move or coagulate. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument moved fine, but would not cauterize properly. The drive cables were intact and undamaged. The instrument failed electrical continuity testing. The conductor wire was not damaged at the distal end. The housing was removed to find the wire was disconnected from the plug riser. The wire broke at the metal connector. Additional observation not reported by site was a broken proximal clevis. The instrument was broken at the proximal clevis to the main tube interface. The clevis was partially dislodged from the main tube as a result. The clevis was missing a .220 x 150 piece. The evidence was inconclusive, but the breakage was likely due to overloading at the tip. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.